Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during use of the device for automated peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) advised the patient to start over with new supplies and reviewed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address: the device was manufactured at one of the following facilities: baxter healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. Or baxter healthcare - mountain home, 1900 n highway 201, mountain home ar 72653, united states. H10: should additional relevant information become available, a supplemental report will be submitted.